Manufacturer narrative:
The exact cause has not been determined.

Event description:
The image intermittently darkened during a colonoscopy procedure. The doctor was able to finish the procedure with the scope. There was no patient injury.